Event description:
It was reported that during the implant of a left ventricular assist device (lvad), this left ventricular (lv) lead was dislodged and exhibited loss of capture. The health care professional (hcp) contacted technical services (ts) for clarification on programming options. No adverse patient effects were reported. This lead remains in service.